Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of elevated power and flow, a specific cause for the events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas, serial number (B)(4), and the report of anemia could not be conclusively established. The submitted log file captured transient elevations in power and flow on (B)(6) 2019 from 02:43:56 pm through 03:05:16 pm, reaching values up to 10.2 w and 11.6 lpm, respectively. Prior to these events, power typically ranged between 6.8 and 7.9 w, and estimated flow typically ranged between 6.9 and 7.9 lpm. Despite the observed parameter elevations, the system appeared to have functioned as intended above the low speed limit throughout the duration of the data. The account communicated that the patient was admitted with anemia and found to have elevated power and flow. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate ii lvas IFU outlines all pump parameters and explains that power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Any increase in power not related to increased flow causes erroneously high flow readings. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight has been requested but has not yet been provided. Approximate age of device- 3 years, 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported the patient was admitted with anemia on (B)(6) 2019 and found to have elevated flows and powers. Technical services reviewed the submitted log files and confirmed power elevations at the end of the file. There were no other unusual events seen within the log file and mcs equipment was otherwise operating as intended. Multiple attempts for additional information were made but no additional information was provided. The patient's treatment, if any, is unknown at this time.